Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that defibrillation threshold (dft) testing was performed at 21 joules. The shock lead impedances were 73 ohms. It has recently been in the 100-120 ohms range. There are no plans for additional intervention at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated there are no plans for additional troubleshooting or intervention. It was also reported the shocking impedance measurements with the previous other manufacturer's device varied in the 100 ohms range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated an rv lead revision procedure was performed. The rv lead was surgically abandoned and a new rv lead was implanted. There was no visual evidence of a conductor fracture, however the measurements with the new lead and the device were within normal limits. The device remains in service with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.